Manufacturer narrative:
Investigation. No product at hand. Conclusion and root cause. Because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, the root cause is most probably user related. Corrective action. According to sa-de13-m-4-2-01-010-0, a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: france. It is reported that the device does not coagulate sufficiently.